Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with the outer insulation and outer coil broken and separated 19.8 to 20.3 cm from the connector pin consistent with clavicular crush forces. The inner insulation was noted to be broken and separated in this region. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.